Manufacturer narrative:
Multiple attempts were made to obtain the device context of use, evaluation, repair, and operational status with no response from the customer. No further information was provided. A supplemental report will be submitted if new information is obtained.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone#: (B)(6).

Event description:
Philips received a complaint on an expression patient monitor (mr400) indicating that the equipment displays non-compliant oximetry readings. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. Additional information has been requested to clarify how the readings were non-compliant.